Manufacturer narrative:
The device has been received for evaluation. However, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involving the product secondary set, secure lock, 34 inch reporting that there were black specks in the drip chambers. There was no reported patient involvement or harm.